Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Results/conclusions: unknown cause of type iii endoleak.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent angiogram demonstrated a type iii endoleak, (fabric) in the aneurx ipsilateral limb where the limb and an extension overlap. The physician implanted an endurant extension to reline the ipsilateral and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.